Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, the valve started off in the recommended deployment position, it was thought that during deployment the valve migrated more aortic and on the final phase of deployment there was ectopy which made the valve embolize. A second 26mm valve was deployed successfully in the aortic annulus. The final outcome of the patient was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolization was unable to be confirmed as no imagery/medical record was provided for evaluation . There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'during procedure, the valve started off in the recommended deployment position, it was thought that during deployment the valve migrated more aortic and on the final phase of deployment there was ectopy which made the valve embolize.' Per procedural training manual, the user is allowed to reposition the valve at the very early stage of deployment if needed. If the valve is positioned too high (aortic), it may increase the risk for thv embolization during deployment. In addition, there was an ectopic beat on the final phase of deployment. The sudden blood ejection resulted from ectopic beat (premature heart contraction) may have caused the valve to move further in aortic direction leading to embolization. As such, available information suggests patient factors (ectopic beat) and/or procedural factors (thv positioned high/aortic) may have contributed to the reported event. However, without imagery, a definitive root cause was unable to determine at this time. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.